Event description:
It was reported that the bd nexiva¿ closed IV catheter system fell off the 18g nexiva. The following information was provided by the initial reporter: ed nurse claims that the extension tubing fell off of the 18g nexiva while it was placed in a trauma patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system fell off the 18g nexiva. The following information was provided by the initial reporter: ed nurse claims that the extension tubing fell off of the 18g nexiva while it was placed in a trauma patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 22-aug2022. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one 18g x 1.25in. Nexiva catheter adapter assembly with no product documentation to indicate the reference or lot number. A 10 ml syringe and an end cap were returned along with the nexiva device. A gross visual inspection of the returned nexiva device found that the extension tubing had been cut off near the connection with the catheter adapter. The reported issue was confirmed. Further microscopic inspection of the broken surface found that there were striations present which is indicative of sharp instrument damage. During use, an extension tubing break may be caused by sharp instruments being used near the insertion site (i.e., scissors).